Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. The ge healthcare service representative tightened the transparent switch cover properly to resolve the issue.

Event description:
The hospital reported that, screen was black out. It was caused by loosen switch (on/off) button transparent cover. There was no reported patient involvement.